Event description:
It was reported that the needle deployed the cannula late indicating that there was a needle mechanism failure. The patient did not provide blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The device delivered 56 pulses and completed both first and second prime before being deactivated. Investigation found no damages or defects in the needle mechanism. The needle mechanism was reset to the not deployed position and manual rotation of the ratchet gear deployed the needle mechanism as intended. Although no damages or defects were observed with the needle mechanism, it could not be determined when the needle deployed. An exact cause for the reported needle deploying late could not be determined.